Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that when fully advancing the handle to advance the needle, there was major resistance. When the handle was moved towards the fully advanced position, the needle was seen to be protruding through the hypotube and sheath at the same location as the first observed bend in the hypo tube approximately 0.375 inches form the distal end of the sheath. The needle was observed to be sharp enough to penetrate the hypo tube but an image could not be taken as the needle would not be able to extend outside of the sheath without damaging the device. The sheath was still in contact with the handle and had no other abnormalities other than the 2 kinks near the proximal and distal end. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the single use-aspiration needle cannot be locked onto the device, keeps coming loose and falling off. The issue was found during procedure. Inspection and testing of the returned device found the needle had excessive friction and needle penetration was too deep. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
Corrected: UDI in d4 was inadvertently not included on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. Therefore, the device manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the damage observed on the returned device appears to be consistent with the device being forced through resistance and/or being forced through resistance. However, the specific root cause of the event could not be determined. The following information is stated in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor field performance for this device.